Manufacturer narrative:
(B)(4). The customer did not believe the injury was related to bwi products at that time. Concomitant biosense webster products used in the procedure carto xp system, model no.: m-4700-01, (B)(4); stockert, model no.: m-5463-01, (B)(4); reference patch: catalog no. :unknown, lot no.: unknown.

Manufacturer narrative:
After multiple follow-ups to retrieve the device, the device was discarded by the customer. Therefore, no evaluation was performed. Manufacturer's reference #: (B)(4).

Event description:
It was reported that there was a cardiac effusion during a vt case. After the first of the case and a single 60-second ablation, it was noticed that the patient's bp dropped below 60. A cardiac effusion was confirmed and a pericardiocentesis was performed with a chest tube inserted. The patient is currently in stable condition in the ICU additional information received suggested that the ablation occurred superior septal in the rvot.